Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure on a right shoulder, the tip of the centering drill broke off in the patient when drilling through the centering guide. Piece was removed from patient. Surgery was completed successfully with a surgical delay of under one minute.

Event description:
It was reported that, during a primary procedure on a right shoulder, the tip of the centering drill broke off in the patient when drilling through the centering guide. Piece was removed from patient. Surgery was completed successfully with a surgical delay of under one minute.

Manufacturer narrative:
The reported event could be confirmed. During investigation, the device inspection revealed the following: the tip of the device at the level of the threaded area is indeed broken. A microscope inspection shows the particularities of a fatigue fracture with multiple origins and ratchet marks. Indeed, on the outskirts of the breakage surface, the metal has shiny areas which prove that the cracks started from there, before progressing towards the center of the drill. The surface of the metal at the center has a coarse grained texture, which proves that the device broke instantaneously and completely at that point. Based on this analysis, the root cause of the event could be attributed to the fatigue of the material, generated by the normal wear of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.